Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: b5, g1(contact person).

Event description:
It was reported that during routine check by biomedical engineer, the cs300 intra-aortic balloon pump (iabp) was leaking helium. It was changed 3 times. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device. A getinge field service engineer (fse) was dispatched to evaluate this unit. Malfunction was reproducible, leaking helium. Repair ongoing, parts ordered. Repair started 15sep2021. A supplemental report will be submitted if this information is provided to us. The first name of the initial reporter in has been abbreviated due to field character limit; the full name should read (B)(6).

Event description:
It was reported that during routine testing the cs300 intra-aortic balloon pump (iabp) was leaking helium. It was changed 3 times. There was no patient involvement, and no adverse event was reported.